Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Patient in (B)(6) was started on duodopa treatment in (B)(6) 2016. On (B)(6) 2016, report received that the pump indicated high pressure because the intestinal tube was clogged. It was reported that the end of the jejunal tube was completely knotted. On (B)(6) 2016 the tube was changed requiring prolonged hospitalization and unspecified complications. The outcome was favorable as the patient was discharged home on an unspecified date.